Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation procedure, the patient could not tolerate halos. Hence the lens was explanted and replaced with another unknown monofocal lens in a secondary procedure. The clinical reason for explant was mentioned as dysphotopsia/ photophobia with night driving. According to additional information received, the patient described that she could not drive at night, the halos were unbearable. There was no further impact to the patient. The patient issues were resolved after explantation. The surgeon prognosis stated dysphotopsia. Additional information has been requested but is not available at the time of this report.